Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j retainer ring = clear customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing overlay, cracked overlay, stained overlay, cracked retainer, cracked reservoir tube lip, missing display cover, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Customer has returned pump due to crack in battery compartment. Cracked battery tube threads, cracked corner of belt clip rails and cracked battery tube confirmed during visual inspection.